Event description:
Information was received that this endograft was recently explanted. There was an allegation that the hooks became loose causing the graft to migrate occluding the iliac artery. The graft will be returned for analysis, however as of this report has not been received.